Event description:
The manufacturer received information alleging a service required alarm for a trilogy evo korea. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo korea device at the manufacturer's service center, the customer complaint was confirmed. An error code indicating that the barometric pressure sensor railed to maximum positive value was discovered in the ventilator's downloaded event log. The device's system board required replacement. Additionally, the device's muffler assembly and air inlet foam filter were replaced due 4-year pm assessment requirements. The discovery of an error indicating voltage output of the fio2 sensor railed to minimum value was documented. Sensor adc voltage failed. The device failed fio2 test of the diagnostic test, the fio2 sensor required replacement. The unit passed final test.